Event description:
It was reported that following an implant procedure, during pre-discharge evaluation, it was noted that the atrial lead was dislodged. Atrial and ventricular electrocardiograms lined up and atrial pacing produced ventricular capture. The physician had not made a decision on whether the atrial lead would be revised. The atrial lead remained implanted. The patient was stable.

Event description:
New information received notes the lead was successfully repositioned on (B)(6) 2022 . The patient was stable.